Manufacturer narrative:
H10. Additional manufacturer narrative: the device was returned for evaluation and the customer report of structural valve deterioration, leaflet tear, and prolapsed leaflet were confirmed through observed host tissue overgrowth, thickened leaflets, and leaflet tears. X-ray demonstrated wireform intact. A perforation, approximately 4mm long, was observed on leaflet 2 and another perforation, approximately 3mm long, was observed on leaflet 3. The perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail abrasion. Perforation on leaflet 3 makes contact with the suture tail of suture attached around leaflet 3 when the leaflet is in the opened position. Leaflet 3 also had a 5mm tear near commissure 1. All three leaflets were thickened and swollen near the commissures. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Sutures remained attached to the sewing ring around the valve. Sewing ring also had multiple cuts around the valve. Based on the available information, the root cause of the suture tail abrasion was likely due to operation factors at initial implant procedure. The root cause of the degeneration was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted approximately eight (8) years and three (3) months, was explanted due to structural valve deterioration secondary to leaflet tears and prolapsed leaflet. Bentall surgery was performed and the device was replaced with a 23mm edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿. The device was returned for evaluation. The condition of the explanted valve was reported as ¿perforation was observed on the leaflet corresponds to the right coronary cusp. Leaflet tears and prolapsed leaflet were observed near the stent post between the left coronary cusp and non-coronary cusp.